Manufacturer narrative:
Other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the device was received with a loose input manifold assembly and a missing relief valve knob cap. Functional testing confirmed the complaint; continuous flow was observed immediately. Root cause was attributed to the input manifold assembly. What caused the input manifold assembly to become faulty could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the ventilator would not cycle in ventilation mode. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.